Event description:
It was reported that the ipg was coming out of the patients back. It was confirmed that there was a skin breakage. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 18339629/18258330.

Event description:
It was reported that the ipg was coming out of the patients back. It was confirmed that there was a skin breakage.